Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 28, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a layer of grime/dust throughout the entire outside of the device, top enclosure, front panel, rear panel, bottom enclosure. A considerable amount of brown dust-like contamination around the air inlet of the blower box. A fume-based dust-like contamination on the backside of the rear panel and on the bottom enclosure. A dust-like contamination on the bottom enclosure. A white dust-like contamination on the blower cap seal. A dust like material on the blower. A ring of brown dust-like contamination around the blower inlet. Evidence of water ingress around the bottom of the blower, bottom of the blower box. A black keratin-like contamination is observed at the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.